Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing a seizure, bitten tongue and a low blood glucose (bg) level; however, a specific bg value was not provided. Reportedly, the contact believes the customer is not properly calculating their carbohydrates for food consumed and that this caused their low bg level. Glucagon was administered prior to ER visit. While in the ER, the customer was treated with intravenous fluids and anti-nausea medication. The customer was discharged 4 hours later feeling sore and nauseous with bg levels in the 100's (mg/dl). The customer then subsequently experienced an elevated bg level between 315-357 (mg/dl). Reportedly, the customer delayed delivering a meal bolus and the contact attributed this to their elevated bg level. The contact administered a pump meal bolus to the customer to address bg level.